Event description:
On (B)(6) 2025, the customer contacted leica biosystems and reported ¿under process tissue both retorts and 2 runs affected tissue appears to be under process all biopsies, no error prompted, tissues appears hazy under scope. Tissue been fix prior to placing in the processor. No reagent change prior to run. Run to completion.¿ information provided by the leica field applications specialist ii (fas) detailed ¿the under processed tissue was reported as intermittent, not all specimens on the affected runs were processed poorly. The affected programs ran to completion with no instrument errors. Checked all reagent stations. There was no cross-contamination found in any of the stations. Fill levels for the reagent stations were appropriate except for station 3, which was over-filled. The reagent bottles were properly maintained, no noted excessive build-up in the bottles.¿ the fas ¿changed the reagent change threshold for xylene from 80% to 68%. Removed the 1200 cassette final threshold from the formalin station. Changed the ethanol final reagent threshold from 99% to 98% according to factory recommendations.¿ the fas also documented ¿the affected instrument is only used for biopsy tissues and one custom 4 hour protocol is used. Micromesh and fine pore biopsy cassettes are used exclusively on this processor, with occasional biopsy wraps included as well.¿ on 17 november 2025, the leica field applications specialist ii ¿ core histology ¿ east coast, USA received information that "the tissue status is currently not diagnosable on 1 affected case. The rest of the cases were able to be diagnosed. I have included demographic information on the adverse event form. The patient tissue that is not diagnosable has been recommended for re-biopsy; the procedure has not been performed yet ..." Patient identifiers were provided for the affected patient.

Manufacturer narrative:
The root cause for the ¿under process tissue¿ could not be unequivocally established from the information available. The information available suggests that non-standard fixation times during tissue processing may have contributed to the sub-optimal tissue processing reported by the customer. The information available indicates the affected patient tissue samples were re-processed by ¿direct reprocessing ¿ 1 case potential re-biopsy (on same processor)¿. This event led to one (1) patient being unable to be diagnosed. The following patient identifiers were provided by the customer ¿female¿ and ¿(B)(6) 1993¿. Manufacturer evaluation of the information available showed that the instrument functioned as designed, during the execution of the affected tissue processing runs.